Event description:
The customer reported multiple sample tubes were dropped during routine operation on an advia labcell. The customer reported that the sample loaders were dropping capped and uncapped sample tubes, causing significant delays to patient result availability. There were no known reports of adverse health consequences or patient intervention due to the dropped sample tubes.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the labcell system and data. After instrument evaluation, the cse checked the sample loader robot at the puck rotator gate position. The cse retaught the loader 1 robot using 16mm sample tubes. The cse also determined that there was no ground from the earth cable. The cse replaced the earth cable and the robot grippers. The cse also discussed the proper maintenance of the robot grippers with the customer. The cause of the dropped sample tubes is unknown. The cse successfully checked the sample loader robot functionality. The instrument is performing within specifications. No further evaluation of the device is required.